Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2017 and then experienced a revision surgical procedure on (B)(6) 2021 approximately 4 years and 6 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect: clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The most likely cause for the reported revision due to prosthesis wear and instability is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.